Event description:
Per the clinic, the patient experienced magnet dislodgements during each of three mris. Revision surgeries to reposition the magnet have been completed (date not reported) subsequent to each MRI. The implanted device remained insitu at all times.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4). Implanted device remains.